Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the low space message displayed. Review of the log file showed that free disk space is too low. During troubleshooting, fse found low space error was frequent shown, ippc hard disk was defective. Fse replaced ippc hard disk. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's free space was low, which can prevent imaging. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.